Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective reference valve and dirty ise buffer valve. The fse cleaned the ise buffer valve and replaced the reference valve to resolve the issue. Information not provided by customer. Initial reporter telephone number is (B)(6).. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results, including sodium (na), chloride (cl) and potassium (k), on their au680 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided examples of the initial results.